Event description:
In germany, patient reported tape not sticking which was due to swimming on (B)(6) 2026.

Manufacturer narrative:
E1: event city: (B)(6)event country: germany name: (B)(6)country: united states of americaaddress ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545